Event description:
Boston scientific crm received information that during a lead revision procedure to replace a dislodged competitive atrial lead, the atrial setscrew became stuck and could not be loosened. A new device was implanted.

Manufacturer narrative:
Upon receipt, pre-decontamination inspection found the atrial ring setscrew stuck in the up position. A hex wrench tip was broken off flush with the top of the setscrew and was twisted in the slot counter-clockwise. The retainer ring was bent and the seal plug was missing. Laboratory technicians were not able to remove the broken wrench tip. He entire setscrew and retainer washer were removed and replaced so the device could be put through electrical testing. The device was then subjected to a series of automated tests, which verified the performance of defibrillation, pacing, sensing, and recording functions of the device. Laboratory analysis confirmed the clinical observations of a setscrew issue during the lead revision.